Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reportable the patient lost therapy due to battery depletion. The patient stopped charging over three months ago. Surgical intervention may be pending to address the issue.